Manufacturer narrative:
Please refer to manufacturer's report# (B)(4).

Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system on (B)(6), 2006 to treat her urinary incontinence. According to the patient, her incontinence has subsequently worsened, and she also experiences constant stabbing pain in her pubic area, constant pelvic and lower back pain, constant bladder spasms, and pain during intercourse. Sometime in 2009, her cervix and uterus were removed to treat the bleeding, but she still sometimes bleeds after intercourse and her other symptoms persist.